Manufacturer narrative:
Product event summary: it was reported a controller ac adapter with a damaged cable. The controller ac adapter (B)(4) was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis could not be performed as the device was not returned. Applicable risk documentation and experience with events of similar circumstances were considered; events involving a damaged controller ac adapter output cable can be attributed to a tear on the output cable due to the handling of the device. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were several areas of taping noted on the cable of the controller ac adapter. The patient's spouse stated "that's where it would get caught in the recliner, but it works okay." The controller ac adapter was exchanged. No patient complications have been reported as a result of this event.